Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error code, stopped working in a case" could be confirmed by inspecting the log files. The failure could not be reproduced during physical inspection of the device even during an endurance test. The cause for the error message is a sensor deviation where the pressure measuring deviation is too high. The reason for this deviation could not determined clearly. Additionally, a cover defect of the temperature sensor was found. However, this is independent from the reported issue and has no impact. No corrective actions are necessary as there is no critical and/or systematic deviation found during investigation; however, the pressure sensor will be replaced during the repair process. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Section d9 has been updated. The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the endoflator gave an error code and stopped working in the middle of procedure. The unit was swapped out to finish procedure.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).